Event description:
It was reported that a revision surgery was performed due to dislocation of the constrained liner.

Manufacturer narrative:
The associated device was returned and evaluated. The implant displays indent and/or scratch marks typical from the explantation procedure. The rim of the liner displays additionally signs of abrasion. A lab analysis was completed with the following results: damage and deformation were visible in an isolated location on the rim of the inner liner, and deformation was also visible on the rim of the outer liner in the form of a long arc. This deformation could be caused by impingement resulting from repeated contact with the neck of the femoral stem. The reported dislocation could have been caused by this possible impingement. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A definitive root cause cannot be determined with the information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.